Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No frozen screen noted. Unit had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked pump belt clip slot. All operating currents were within the specification, no unexpected low battery, off no power or battery out of limit alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 300 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.